Event description:
It was reported a pt underwent carotid artery stenting and angioplasty in the (B)(6) study. A gore flow reversal system was used for embolic protection. Following gore balloon sheath (gbs) inflation, the angiogram showed stagnant blood glow. During predilatation, the pt experienced intolerance, exhibiting a droopy face and inability to speak clearly. The gore balloon sheath (gbs) was deflated to allow for reperfusion. The gbs was reinflated to complete the procedure. The pt's neurological symptoms resolved at the completion of the procedure. A post-procedural computerized tomography scan revealed a cerebral vascular accident. The pt exhibited memory loss and decreased strength in his left hand.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering analysis could be performed. The imaging analysis confirmed inflation of both the gore balloon sheath and gore balloon wire balloons and maintained inflation throughout the duration of the procedure. Images showed passive flow reversal was not obtained, instead flow stagnation was confirmed.